Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the device was underweight, fold crease, wear abrasion, brown particles, and a dark ring. A microscopic analysis was performed which identified a smooth crease opening on the anterior side. Based on the device analysis, the final assessment is a smooth crease opening on the radius side due to a fold flaw opening.

Event description:
Healthcare professional additionally reported "free silicone and axillary lymph nodes containing silicone." Device has been explanted.